Event description:
The patient had contacted lifescan and reported that their one touch basic enhanced meter kept giving the clean test area message. During troubleshooting, it was verified that this was not a new product. This issue was not resolved with troubleshooting. The patient did not received any medical attention or treatment. Based on the information, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experience injury due to the product. This case is reported as a meter malfunction since the issue was not resolved. The patient was sent a replacement meter, test strips, and control solution.